Event description:
It was reported that a zero tip basket device was use during a procedure. Reportedly, one of the basket wires broke; however, analysis of the returned device revealed that one of the basket wires break and fully detached from the basket.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable investigation result of basket wire detached. Block h11: investigation results the returned zero tip basket was analyzed, and a visual evaluation noted that the handle returned in good condition. It was also noted that the device returned with the basket on its open position. Microscopic examination was performed under magnification, and it was noticed that one of the basket wires was broken and fully detached. Additionally, the sheath was kinked and stretched. With all the available information, boston scientific concludes that the reported event confirmed. Based on the analysis results, these could be related to handling and manipulation of the device during procedure. It is probable that an excess of force applied to the device such as operational factors during their use could have cause the damages observed in the device. During the manufacturing process, a final inspection ensures the integrity and functionality of the device that would have captured the problems found. Taking all available information into consideration, an investigation conclusion code of adverse event related to procedure was assigned to this investigation since the adverse events occurred during the procedure and the device had no influence on the event.